Event description:
It was further reported that the patient has tested positive for a metal allergy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent allergy testing and tested positive for reaction to nickel. The complaint is confirmed by the medical records review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional investigation performed.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona fixed bearing posterior stabilized articular surface right 12mm, catalog #: 42521400712, lot #: 62530592, persona natural cemented stemmed tibial component right size e, catalog #: 42532007102, lot #: 62962215. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient. Please see all reports associated with this event: 0002648920-2019-00051. This event was previously submitted erroneously under 0001822565-2019-00302. Investigation incomplete

Event description:
It is reported that the patient has experienced right knee pain since right knee arthroplasty. The patient's surgeon suspects that the patient may have an allergy towards the material within the prostheses. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported post-operative pain was confirmed through review of medical records. However, possible metal allergy was unable to be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.